Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for 00515048601, could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, it was reported from (B)(6) that a small piece of the pulsavac lavage dropped into the patient and retrieved. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account, however. The photos indicate that the nozzle of the device had detached from the tip assembly. These photos confirm the reported event. While the photos provided by the account confirmed that the 00515048601 nozzle had detached from the tip, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. An action was created to address an issue with the nozzle detaching from the tip assembly, however it cannot be determined if this complaint is related to the action as the lot number was not provided.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for 00515048601, could not be performed as a lot number was not provided for the reported event. On (B)(6) 2020, a returned product investigation was performed on the 00515048601. The physical evaluation revealed that the nozzle had detached from the tip assembly. The results of the returned product investigation have confirmed the reported event. While the photos provided by the account confirmed that the 00515048601 nozzle had detached from the tip, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. An action was created to address an issue with the nozzle detaching from the tip assembly, however it cannot be determined if this complaint is related to the action as the lot number was not provided.. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a small piece of the pulsavac lavage dropped into the patient and retrieved. Alternate device was used to complete the procedure. No additional patient consequences were reported as a result of this malfunction.